Event description:
As reported by the user facility: upon disconnecting or fluid tubing that was y'd into pt's infusing maintenance fluids, blood began to back up into the pt's piv and into maintenance tubing. It rapidly backed up to the site of the first connector port for medication administration and then began coming out of the port and onto the pt's bed linen. During this the maintenance fluids were still infusing at 70 ml/hr per order in the mar. Upon noticing the blood coming out of the port the pt's piv was clamped and the maintenance fluids were paused. The tubing was replaced, bed linens changed and pt's maintenance fluids resumed without further incidence. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.